Manufacturer narrative:
(B)(4).

Event description:
The patient presented for pocket revision, the physician could not remove the leads from the header of the pulse generator. The system was left implanted, there had been no complaint on device or leads no changes were made.

Manufacturer narrative:
(B)(4) correction to report type should have been a serious injury rather than malfunction. A part in the report should have included - adverse event- and another part should have been -required intervention to prevent permanent impairment/damage (devices)-.

Event description:
New information states that the patient had lost weight, causing the pulse generator system to protrude under the skin more visible and uncomfortable to patient. The patient's condition was fine post procedure.